Event description:
An unk size racer biliary stent system was inserted into a pt to treat a renal artery lesion. It is unk if the lesion was pre-dilated. It was reported that the racer stent delivery system was being advanced to the lesion and the stent dislodged. The vessel was tight and the un-deployed stent went into the common iliac where it remains. A second racer was attempted; however, it was unable to cross and when the catheter was removed, the stent came off in the sheath and was removed. It was reported that the pt was brought back the following week and the lesion was treated with another manufacturer's stent. The pt is fine.

Manufacturer narrative:
Evaluation codes, results: (stent dislodged), (device in intended for use in the biliary tree). Evaluation codes, conclusions: (unapproved use of device, device is indicated for use in the biliary tree), (delivery system).